Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/12/2017 device evaluation the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zlb00 20.5 diopter intraocular lens was explanted from a female patient's operative eye due to unexplained refractive area, creating poor visual acuity. The lens was replaced with a the same model iol but with a smaller diopter (20.0). There was no incision enlargement and no vitrectomy required. The patient was reportedly doing well after discharge.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/12/2017 device evaluation the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.